Manufacturer narrative:
(B)(4). One used forcefx-8c generator was received and evaluated. The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Event description:
The customer reported that a day after a knee replacement procedure, blistering and second degree burns on the patient¿s coccyx were observed by the staff. The patient¿s blisters and burns were treated with flammazine cream after consulting the dermatologist. After a prisma analysis of the incident, the customer suspects that the injuries are due to the humidity of the disinfectant used while placing the rachianesthesia. The customer wanted to note that the device functioned properly and did not cause any problems.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the unit evaluation is complete a follow-up report will be submitted.